Manufacturer narrative:
Initial.

Event description:
It was reported that a user believed the ilet pump was not delivering insulin; troubleshooting confirmed drops in the fill tubing and a successful cannula fill, and the user¿s blood glucose measured 123 mg/dl. Symptoms included concern about hyperglycemia following a larger-than-usual breakfast that may have reached the 200s mg/dl, without an appropriately sized meal announcement. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included telephone-based troubleshooting and user education regarding meal announcement practices. Investigation of this case revealed normal infusion function and delivery verification, with the event attributed to an incorrect or insufficient meal announcement leading to slower glycemic adjustment rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user-related use error in meal announcement was the most probable cause.